Event description:
As per problem statement: the valve on this product was leaking. As per customer complaint form: blood was leaking profusely from the plastic center of the hub of the sheath. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.